Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified forearm shunt. A sv/4.0-4/4t/40 symmetry balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device was returned to the manufacturer: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test examination identified a pinhole in the balloon material. No damage or issues were noted with the shaft, marker bands or tip of the device. No other issues were identified. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified forearm shunt. A sv/4.0-4/4t/40 symmetry balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. No complications were reported, and the patient was in good condition post-procedure.